Event description:
It was reported that the customer received a no delivery alarm from his insulin pump. The customer's blood glucose level was 161 mg/dl. The customer's mother stated that the insulin pump only delivered 2.7 units of a 4.5 unit insulin bolus. The customer changed his infusion set to resolve the issue. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)